Event description:
A guide wire broke off in the bone while preparing for placement of a femoral nail. A 2.4mm guide wire broke between the lateral cortex and the guide wire when the surgeon tried to adjust the direction/angle of the guide wire. Drilling was pursued over the remaining piece in the femur and the drill was manually pulled out using a t-handle. The remaining piece came along with the drill, so there was no harm to the patient.